Event description:
Customer called stating that part of the numbers were missing from the display of their meter. The problem is always on the right side of the meter. The whole number will flash for an instant and then parts of it will disappear. Sometimes the number on the right doesn't show at all. The customer was asked to return the meter for eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.